Event description:
It was reported that during the follow-up performed on (B)(6) 2015, there was no switch into fallback mode despite the atrial arrhythmia observed on the electrocardiogram surface and the programmed sensitivity at 0.1mv. An explanation is required.

Event description:
It was reported that during the follow-up performed on (B)(6) 2015, there was no switch into fallback mode despite the atrial arrhythmia observed on the electrocardiogram surface and the programmed sensitivity at 0.1mv. An explanation is required.